Event description:
Patient presented back to the physician with continued infection. Physician brought the patient into the or and removed the previously capped stimulation lead.

Event description:
The patient returned with purulent discharge at the chest incision site. A culture was taken and tested positive for infection. The physician brought the patient to the operating room, removed the ipg and sensing lead, capped the stimulation lead, irrigated the ipg pocket with antibiotic solution, and closed the site.

Event description:
Patient presented to the physician with itchiness, redness, and swelling at the chest incision site. Imaging was performed showing excess fluid accumulation. Physician brought the patient into the operating room, opened the ipg pocket, and discovered a seroma. No infection was suspected. Physician drained the pocket, applied vancomycin antibiotic powder to prevent infection, and closed the site.